Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open procedure, while stapling, the stapler and its loading unit did not fire. It was noted that the black pusher thumb piece could not be moved at all. They opened another product to complete the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary post market vigilance (pmv) led an evaluation of one device. Visual inspection of the instrument noted that the center bar had retracted in the retainer. The single use loading unit (sulu) was received with a full complement of staples and the interlock was engaged. No damage was noted to the knife blade. The sulu was reset and loading it into a test unit. The sulu and test unit were applied to the appropriate test media with acceptable results. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the observed condition may occur as a result of the engaged safety lock due to improper loading of the cartridge. Replication of the center bar retraction condition may occur if the loading units are unloaded improperly. After firing, if the firing knob is not fully retracted, difficulty in removal of the loading unit may be experienced and the center bar may fall back into the firing knob retainer. The IFU includes instructions for after the firing, which includes returning the firing knob all the way back to its pre-fire position. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. If information is provided in the future, a supplemental report will be issued.